Event description:
Customer's mother reports customer had air bubbles in reservoir. Customer's blood glucose was 68 mg/dl. Insulin was stored at room temperature. After troubleshooting it was found that infusion set leaked at quick release. Customer was advised to return infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).